Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's battery pins require replacement. This service event was reported as having been initiated due to an issue noted during clinical use. No adverse impact was reported.